Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx550 patient monitor did not generate an audible alarm when the invasive blood pressure (ibp) measurement went below the low alarm limit for a patient on (B)(6) 2023. The device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx550 patient monitor indicating that invasive blood pressure (ibp) alarms were not showing on the monitor. It was reported that an ibp mean value (artm = 50) was below the low limit (artm low alarm = 60 mmhg), without an alarm sound nor message, only the art numeric blinking. The patient being monitored died during the night (from october 31st to november 1st). The cause of death is unknown. However, the customer did not report a relationship between reported issue and patient¿s death, as the death occurred after the reported event. A philips field service engineer (fse) went onsite and retrieved the logs for analysis. The complaint was escalated for technical investigation by a product support engineer (pse), and the audit log shows the system alarmed for the mean art value at 10:40:07 (artm 59 <60). This alarm was acknowledged at 10:42:16 on the pix ix (si-rev). The alarm condition for the mean art less than 60 remained until 10:52:10. The lowest mean art value during the alarm condition was 47. During the alarm condition, the system reminded three times for the ongoing alarm condition as configured. The configuration file for the monitor was reviewed. The alarm reminder is set to on with a remind time of 3 minutes. This means the alarm tone will remind by playing the alarm tone sounds for a limited time of 6 seconds. When alarms have been acknowledged and the alarm condition is active, the alarm tone and the alarm lamps are off, but the flashing numeric and the alarm message continue to be displayed on the monitor. Based on the information available and the testing conducted, the cause of the reported problem was the user, as the alarm was acknowledged/silenced. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Corrected patient outcome code, health impact code, and type of reported complaint.

Event description:
It was reported the nurse observed the patient become hypotensive and a visual alarm was generated but no audible alarm. It was indicated the blood pressure was outside the set alarm limits, and the alarm was not stopped in any way. As the patient was being monitored by an invasive line, the nurse checked the blood pressure with a cuff, confirming the hypotension, which was treated with medication. Initially it was noted the patient was not harmed, but there was additional information indicating the patient had passed away overnight. Additional information received indicates the cause of death was unknown, and the customer did not allege the reported monitor issue was related to the death, which occurred after the event. The allegation was clarified in that the customer indicated there were neither audible nor visual alarm.